Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached near the site, while sleeping. The site location was on her hip and the pump was in the bed next to her. The infusion had been used for more than two days and they were stored in the closet. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.